Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
(B)(4) was received stating: after the end of the case, we attempted two closure devices, both attempts were unsuccessful. We tried to achieve hemostasis with a 7 french sheath. There was a continuous ooze around the sheath. We established an activated clotting time (act) to see what the clotting factor was. We pulled the sheath and held manual pressure for over an hour. Physician was notified of the bleeding issue and a surgical consult was established and the patient was transported to or. Heart catheterization with possible percutaneous coronary intervention (pci) radial approach. Device failed, broke or couldn't get it to work or stopped working. Device malfunction- that is, the device did not do what it was supposed to. Additional information received: right common femoral artery. The device not deploy x2 and failed to achieve hemostasis. The 6-0 prolene sutures were used to achieve hemostasis. A femoral angiogram was not taken prior to the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - improper or incorrect procedure or method, failure to follow steps/instructions. Perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device was reported as not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report number. (B)(4).